Event description:
Procedure: c5 - c7 lateral mass fusion. The instrument (mountaineer final tightener) was stripped and prevented the final tightener from clicking once torqued off. The case was completed using an intermediate tightener and hand tightened. Patient was then closed. No adverse event to patient. Case delayed by 5-10 minutes. However, surgeon was concerned with the outcome due to the fact that the torque driver did not click and therefore it is unknown whether the screws were fully tightened. They did try to modify the torque driver by cutting the distal tip to dispose the unstripped portion of the tip driver. However, this was unsuccessful as the distal tip broke off (this happened away from patient). Both the driver and broken tip will be returned. It is also noted that it had been previously reported to marketing to include 2 final tighteners in the set as all other sets have 2 final tighteners apart from the said mountaineer set. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. 21jul15 ms: device was returned for examination. On 07-14-15, was noted through visual examination that tip of the driver was broken off. Tip is extensively damaged/stripped. Will require testing/disassembly. Decision tree will be reassessed and the complaint will be filed as a reportable malfunction. There were no reported adverse consequences to the patient and a surgical delay of 5-10 minutes was reported. Instrument tip breakage has been known to result in the tip of the instrument remaining in the patient and poses an increased risk of implant corrosion.

Manufacturer narrative:
The x15 torque driver (product code: 2883-06-100, lot number: gb1009) was returned to the complaints handling unit (chu). The driver tip had broken off from the end of the instrument. The topography of the cut appears to indicate that the tip was deliberately cut off by the surgeon as stated by the complaint description. The tip itself featured cut marks indicative of attempts to shape the driver tip. The distal end of the tip features its lobes worn. This wear starts approximately 1.5mm from the tip and cannot be accurately assessed beyond that point due to the damage to the tip. The driver had stripped in accordance with the complaint description. Due to the driver allegedly undertorqueing during use, the driver was submitted for torque testing. When tested the driver appeared to be overtorqueing. This overtorqueing appears to be caused by general wear and tear of the parts as no distinct amounts of rust or galling are present on the parts inside the torque driver¿s handle and ratcheting mechanism. It has been noted that this instrument has been in service for nearly 6 years. While the driver was overtorqueing inserted inner screws, the amount of torque applied was not great enough to break the driver or inner screws. However, this may have contributed to the hexlobes of the driver stripping. The stripped tips may have resulted in less torque being supplied to the inner screws via the torque driver. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the driver tip stripping cannot be determined from the sample and the information provided. A potential root cause may be wear and tear to the instrument over time, leading to more torque than intended being applied to inner screws during use. This overtorqueing may have led or contributed to the driver¿s hexlobes becoming stripped over time, alongside the potential of the instrument not being fully flush to the surface of the inner screw during tightening. . As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.